Manufacturer narrative:
The customer biomed determined the battery and power supply was the cause of the issue and replaced both components. The device was operational after repairs were completed. The unit was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Biomed confirmed there was no patient injury/harm resulting from this event.

Event description:
Philips received a complaint by a customer biomed reporting a low leak co2 rebreathing risk on a v60 device. The device was reported to be in use; there was no reported patient/user harm. A philips remote service engineer (rse) reported while troubleshooting, the average air read -2.2 slpm when set to 0. The unit is also unable to stay in standby mode. The rse recommended replacing the flow sensor assembly.